Event description:
A malfunction alarm was reported by the customer, identified as malf 6, but no notable events occurred prior to this malfunction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump and assisted the caller, successfully preventing recurrence of the malfunction code. The customer was informed they could continue using the pump and instructed to call back if the issue recurs, which they acknowledged and understood.